Manufacturer narrative:
Suspect device returned and to manufacturer. It appeared to be in good physical condition with all functions working properly. The meter was evaluated using in-house strips and control solution and all results came in range. No failures detected.

Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention that occurred. No date/time provided. Patient called in and stated that she received a prodigy reading of 274mg/dl. She reportedly felt dizzy, weak, nauseated and shaky, and was driven to the hospital by her husband. Patient said hospital reading was over 500mg/dl and an IV was administered, along with morphine, benadryl and 10 units of insulin, followed by 8 more units before discharge. Per patient, the total time spent in the hospital was 6 hours, with a discharge reading over 300mg/dl. Prodigy sent replacements along with a prepaid envelope for return of suspect products.